Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: tissue valve 305u23, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited unipolar and bipolar impedance warnings, a drop in r waves, high pacing thresholds. A lead dislodgement was suspected. During the lead revision procedure, the physician damaged the insulation of the lead and decided to explant and replace the lead. No patient complications have been reported as a result of this event.